Manufacturer narrative:
Further information was requested but not received. The investigation results will be provided in the final report.

Event description:
It was reported that the atrial lead was dislodged by the surgeon during coronary artery bypass grafting procedure. The lead was explanted and replaced on (B)(6) 2019.

Event description:
New information received stated that patient was stable before and after the lead revision procedure on (B)(6) 2019.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.